Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(4) would not power on the autopulse platform. The status leds on the battery shows 4 green lights when removed from the multi-chemistry battery charger. No patient involvement.